Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. E1: reporter address:(B)(6). H4: the device manufacture date was unknown.

Event description:
It was reported that during a meniscal repair surgical procedure using the truespan 24 degree plga device the surgeon could not punch the needle out during the case and had a difficulty pressing it out. Another like device was used to complete the procedure. There was no delay in the procedure reported. The procedure as completed successfully. There was patient involvement reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. J&j medtech orthopaedics then conducted visual inspection and functional test of device received. When performing the visual inspection, it could be observed that the device was returned with the red trigger in its not activated position, both pates were found inside the applier needle, the first plate was partially deployed. No structural anomalies were found in the device. The functional test was performed to both plates. The applier needle was introduced into a soft tissue simulator, the red trigger was fully pulled twice, the first time for the first plate and the second time for the second plate, and they were successfully deployed, without encountering any obstruction or difficulty during deployment. The tip of the pusher shaft was verified to slide completely out of the applicator needle. The overall complaint was confirmed as the observed condition of the truespan 24 degree plga would have contributed to the complained device issue. Based on the investigation findings and since the first plate was found to be partially deployed, the root cause can be traced to procedural variables such as handling of the device or product interaction during procedure; the operator did not squeezed the red trigger to its fully position, therefore the plate was not released. As per IFU, at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. D4: expiration date, h6: added.